Event description:
Additional information reports the cartridge was not used on a patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Photos of the cartridge being held with an ungloved hand were provided. Only the tip of the cartridge is shown. The tip is bent downward or pinched, which has caused the sides to bow out slightly. A large amount of stress is also observed which would also indicate pressure was placed on the tip. The clear portion of the pouch is not shown; pressure marks cannot be determined. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. Associated products were provided, however it was indicated that the damage was noticed before use. The product investigation could not identify a root cause based on the provided photo. Based on our observation of the attached photos, the tip is bent/damaged. A team was assembled across company functions to investigate the manufacturing, quality control and packaging/shipping of the company b product. Units are individually pouched, sterilized, and groups of 10 units are packaged into cartons for shipment to the distribution center. While it is not impossible for a defective cartridge to leave the manufacturing facility, rigorous and validated processes have been established in order to prevent this from happening. Multiple ship test assessments have proven the adequacy of various shipping configurations during site-to-site transfer. Based on your reports, further investigation is being conducted on the existing controls during site-to-site transfer. It is difficult to make a determination of handling / damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a crushed cartridge. Timing and patient impact are currently unknown. Additional information was requested.